Event description:
It was reported that there was no lock between the internal device and the external equipment. External equipment was exchanged. The issue was not resolved. Device revision surgery will be scheduled.